Event description:
On (B)(6) 2010, a hospital worker found a leak from one set of product 2c4013, lot number unknown, during patient use. There was no patient injury. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). One actual unit was received related to leak condition. During visual inspection, a crack was observed in the burette top cap. The device was pressured tested at 8psi and failed testing. The reported condition was confirmed.